Event description:
Foley was inserted without issue. There was no return of urine. This foley was removed and a new foley inserted with urine return. It is believed that the distal tubing is occluded. Placement was confirmed by additional staff. There was no harm or negative impact to the patient.